Event description:
When the implantable neurostimulator (ins) was removed, it leaked; the bag that the ins was in was orange and it could not be seen through. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4)